Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, once in 4 days, discontinued after 5 days) and amikacin injection (125mg, once daily, ongoing) for peritonitis. The patient was discharged from the hospital 17 days after hospital admission. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information was available.